Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with a and p repair on (B)(6) 2007 due to cystocele, rectocele and mesh was implanted. It was reported that the patient underwent a gynecological procedure concurrently with rectocele repair, bladder repair, intra abdominal lysis of adhesions laparoscopic, sacrocolpopexy laparoscopic on (B)(6) 2009 due to prolapse, cystocele, rectocele, sui, comp of device implant and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2009 due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, urinary tract infection and urinary urgency. No additional information was provided.